Manufacturer narrative:
(B)(4).

Event description:
Distributor on behalf of patient's medical personnel contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent audio output. No additional patient or event information is available.